Event description:
A pt of unk age and gender presented for an endovenous laser treatment. The treating physician noted that during the ablation the fiber gripper connection became hot to the touch. The procedure was successfully completed with this device without further complications. There was no report of harm or injury to the pt. The pt returned for a f/u and it was noted that the vein did not close. The used device has been returned to angiodynamics for eval.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Returned for eval was a nevertouch 65cm fiber. The fiber was connected to a laser generator. The temp of grip molding was measured to 73f at rest. While the laser was fired, the grip molding was measured again to be 81f. The customer's reported complaint description was confirmed. It was noted that the sma end of the fiber was cracked and significant portion of the cleaved surface of fiber was not presented in the sma connector. This crack in the sma end of the fiber would cause the gripper to become hot to the touch as part of the energy of the laser was dispersed in the gripper. This dispersed energy in the gripper could cause low power being delivered. This low power delivered could be the root cause for the pt's vein not closing. Prior to shipping, the laser fibers receive two 100% inspections in which the power output is checked for each fiber. In addition, the sma end of each fiber is visually inspected on video scope for debris, cracks, chips and surface finish quality. The most likely root cause for the reported complaint is handling damage after the device left the mfg facility. If the user cross threaded the sma fiber connection when attaching fiber to the laser generator, it is possible that the cleaved surface in the sma connector could have cracked and broken off. A review of the angiodynamics complaint system noted no trends for this product family and complaint type. This type of complaint will continue to be monitored for trends. (B)(4).